Manufacturer narrative:
Concomitant product: product ID 3037; serial # (B)(4), product type programmer, patient; product ID 3889-28, lot # va0d0eb, implanted: (B)(6) 2013, product type lead. (B)(4).

Event description:
It was reported that the patient had a loss of therapeutic effect and noticed a return of symptoms last night and they had a slight thing. The patient was set at 2.6v with no program number and stimulation was on. The patient increased to 2.7v and they didn¿t notice a difference. The patient typically felt stimulation in the outer hips and penal area. The patient decided they would keep it at this setting for now and would monitor how their body responded to the increase in setting. The patient said they did have a mental condition and had difficulty comprehending information. Two days later the patient was still urinating in their diaper and after increasing stimulation it didn¿t help with their symptoms. The patient wanted to change the settings again and to review how to turn stimulation on and off. The patient was not feeling stimulation. The patient was currently at 2.7v and stated that stimulation was on but they were unable to adjust stimulation. The patient might have been seeing the stimulation was off icon and after they turned stimulation back on they were now feeling stimulation again. The patient would keep the stimulation on now and would track their symptoms. The patient had a hard time understanding in general and remembering what they had tried 6 times before. The patient was simply trying to sync their programmer and implantable neurostimulator (ins) and they did not use and antenna and got the poor communication screen over and over with each try. The patient had their spouse try and they were still seeing the poor communication screen. The patient wanted to try a few more times on their own and would call back. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.